Event description:
Additional information was received that the site updated to confirm 72mg was an error and updated to aspirin 75mg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cec assessed the event as possibly related to the index procedure and antiplatelet therapy and not related to the artisse or ancillary/adjunctive devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the physician assessed the artisse and not possibly related to the event. The patient received dapt or any anticoagulant. The patient's dapt/anticoagulant history is as follows: dapt: (B)(6) 2023, one day prior to procedure, subject initiated a one-time loading dose of prasugrel 20mg, (B)(6) 2023 (pod 1): subject initiated aspirin 75mg and prasugrel 10mg daily, (B)(6) 2023 (pod 31): subject discontinued prasugrel 10mg daily, (B)(6) 2024 (pod 93): subject discontinued aspirin 75mg daily, (B)(6) 2024 (pod 239): subject re-initiated aspirin 72*mg, (B)(6) 2023 platelet reactivity test: pru: 43%. Per site reported ae description: ¿visual disturbances of the right eye with black spots described by the patient. Reduced visual acuity. Possible intra-vitreous bleeding due to embole during the embolization." There are no images available. Pre-procedure mrs was 0. Artisse intrasaccular device isf-045-030 was successfully implanted during the index procedure on (B)(6) 2023. Artisse was not re-sheathed and only required one detachment attempt. Site reported the placement of the device was satisfactory and had adequate conformability to the shape of the treated aneurysm. No ancillary devices were required to assist in embolization. Subject was discharged to home on (B)(6) 2023.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the adverse event was reported as ¿recovered/resolved with sequelae¿ on 25-jul-2024, which aligns with re-initiation of aspirin 75mg daily.

Event description:
Additional information received reported the adverse event was due to possible intra-vitreous bleeding and/or possibly due to emboli during the embolization though this was not confirmed.

Manufacturer narrative:
B5 updated with additional information received. D4. Updated based on available information h6 coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had an artisse intrasaccular device implanted to treat a right middle cerebral artery (mca) bifurcation branch saccular aneurysm. The aneurysm max diameter was 3.6mm and the neck was 3.2mm. Complete aneurysm stasis, raymond and roy (r&r) aneurysm occlusion class 1, was observed at the end of the procedure on (B)(6) 2023. It was reported that post-operatively, on (B)(6) 2023, the patient experienced visual disturbance described by the patient as black spots in the right eye which caused reduced visual acuity. The patient was referred and assessed diagnostically by ophthalmology on (B)(6) 2023 and again on (B)(6) 2024 though no findings were reported. It was noted that the event resulted in associated patient disability. The event was not life-threatening and did not result in patient hospitalization or additional intervention. The site assessment concluded the event of "visual disturbance" to have a causal relationship to the index procedure but not related to the implanted artisse, ancillary devices, or antiplatelet medication. The medtronic study sponsor assessment concluded the event was possibly related to the index procedure and/or the implanted artisse, rist catheter, and antiplatelet medication. Patient outcome of event was reported as "recovered/resolved with sequelae."